Event description:
It was reported that, during a photoselective vaporization of the prostate, the tip broke. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis of the fiber tip identified a circumferential fracture at the distal side of the fiber cap and a crack in the outflow tubing. The fiber tip also had severe detritus (charred tissue), indicative of prolonged tissue contact during procedure. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber tip break. It is likely that the user inadvertently cracked the outflow tubing while applying excessive torquing force during use. The IFU instructs the user to not bury the tip of the fiber into the tissue and to not press the fiber end into the tissue since damage may occur to the fiber. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that, during a photoselective vaporization of the prostate, the tip broke. The procedure was completed with another fiber. There were no patient complications.